Event description:
It was reported that the charger for the ilet system stopped charging, and after troubleshooting, a replacement charger was arranged for overnight delivery while advising the user to use a standard flat charger in the interim. Symptoms included no alerts or alarms and no reported adverse health effects. Outcomes included completion of troubleshooting and education, with replacement supplies shipped. Investigation included remote troubleshooting and verification of shipping details for replacement. Investigation of this case revealed a charger not charging, indicating a suspected malfunction of the charging accessory without impact to therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction of the charger.